Event description:
It was reported that during unpacking and prior to use the trek balloon dilatation catheter (bdc) protective sheath was being removed and the balloon was damaged. The device was not used; there was no reported patient involvement or interaction. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott was unable to confirm the reported difficulties in removal of the protective balloon sheath, as the product was not returned. A review of the complaint handling database was unable to be performed, as there was no lot number reported. Abbott conducted root cause analysis and reviewed other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.